Event description:
The facility reported that as the resident was being transferred, the spreader bar pivot bolt sheared, resulting in the spreader bar detaching. The resident fell to the floor. The caregivers broke his fall. No injuries were reported to the resident. A caregiver complained of back pain the next day. No details of treatment administered to either the resident or caregiver are known.